Manufacturer narrative:
Correction provided in date of event: the correct event occurrence date for the event is (B)(6) 2018.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient developed peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was stated to be unknown. The patient experienced cloudy effluent as a result of the peritonitis. The exact date of diagnosis was unknown. The patient did not require hospitalization. The patient was provided an initial treatment of vancomycin and ceftazidime (dose, route, frequency, and duration not reported) for the event. Following a positive culture result, treatment with vancomycin was discontinued and the patient continued with ceftazidime. The patient has continued with their peritoneal dialysis therapy and has since recovered from the peritonitis. Additional information was requested but was unavailable.